Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time over 500mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The down arrow button did not respond due to corroded keypad trace. Displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests were not performed due to unresponsive button. The insulin pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.